Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (concentration and dose unknown) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was 2008. The pump was revised in 2008. The revision took place in the right side of the lower abdominal wall.

Event description:
Additional information was received from a healthcare professional and it was reported that the pump was replaced due to end of battery life. No patient symptoms were reported. Troubleshooting was noted as "not applicable".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.